Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst after the device was inserted into the unknown sheath and inflated. It could not be used. There was no reported patient injury. The procedure was a percutaneous transluminal angioplasty (pta). Multiple attempts to obtain additional information were made without success. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed and remained in the manufacturing position, the syringe was not connected to the device while the stopcock was returned closed, the procedural sheath was not returned with the device, and exposure to blood was observed. Additionally, it was observed that the balloon showed a rupture condition that did not permit the inflation of the balloon. Functional testing could not be performed as the balloon was not in the condition to replicate the inflation and deflation mechanism. A product history record (phr) review of lot f2222102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the ruptured condition could not be determined during analysis. Based on the limited information available for review and product analysis, access site vessel characteristics (although not reported) and/or concomitant device factors most likely contributed to the reported event since a calcified vessel or a damaged procedural sheath can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222102 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst after the device was inserted into the unknown sheath and inflated. It could not be used. There was no reported patient injury. The procedure was a percutaneous transluminal angioplasty (pta). The device will be returned for evaluation.